Event description:
The patient reported a bump under their incision site which is tender at times. Additionally, the patient reported not getting as much relief as they did during the trial. Multiple attempts have been made to change the programs on the transmitter assembly with minimal success in achieving adequate relief. The patient was instructed to follow up regarding the bump under the incision with their medical team at their next visit and to report any worsening symptoms to their medical provider. Additional information was provided on december 18, 2025. The physician reported erosion of the coil through the dermal layer. An explant procedure was performed on (B)(6) 2025 without complications. The patient is at home recovering from the explant procedure and hopes to have the implant replaced in the summer of 2026.

Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, never achieving therapy, implanting the device off-label, not achieving paresthesia on the table, not performing an x-ray immediately after the procedure to confirm device placement, migration, inadequate fixation, and no attempts to change the programs on the transmitter assembly have been ruled out. Additionally, severe force applied to the implant, the patient having any contraindicating conditions, and improper surgical technique have been ruled out. However, the physician reported the patient had very thin, fragile skin, which may have contributed to the device erosion. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient had very thin, fragile skin (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy. Loss of therapy/no therapy rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy rates will continue to be tracked and trended.

Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, never achieving therapy, implanting the device off-label, not achieving paresthesia on the table, not performing an x-ray immediately after the procedure to confirm device placement, migration, inadequate fixation, and no attempts to change the programs on the transmitter assembly have been ruled out. Additionally, severe force applied to the implant, the patient having any contraindicating conditions, and improper surgical technique have been ruled out. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy. Loss of therapy/no therapy rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy rates will continue to be tracked and trended.

Event description:
The patient reported a bump under their incision site which is tender at times. Additionally, the patient reported not getting as much relief as they did during the trial. Multiple attempts have been made to change the programs on the transmitter assembly with minimal success in achieving adequate relief. The patient was instructed to follow up regarding the bump under the incision with their medical team at their next visit and to report any worsening symptoms to their medical provider. No further information is available at this time.